Event description:
The hosp rep reported a fail code 812:02, which occurred during biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.